Event description:
The field engineer loosened the screws holding the spotfilm device to the table. The fe then angulated the table. The spotfilm device fell; the fe tried to catch it. The weight of the spotfilm device and a slippery floor caused the fe to slip and fall, fracturing their jaw and dislocating their left shoulder.